Event description:
It was reported that during a lobectomy procedure, the device could not release after 1st firing. The device was cut of the tissue and removed the device. There was no pt consequence.